Event description:
It was reported that during engineering evaluation the motor device was tested and found that the temperature was above the specification. The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. The unit was tested which found that the device ran over temperature specifications. Therefore, the reported condition was confirmed. The assignable root cause was determined to be improper handling and use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.